Event description:
It was reported by our country representative in (B)(6) that she was at a site and their handheld computer was not charging regardless of the cord that was used to try to charge it. It was reported that the consultant plugged it into her serial cable and still it flashes but doesn't charge. Good faith attempts are underway to have the product returned for analysis.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury type of device, corrected data: previously submitted MDR indicated that the name of the type of device was programming software; however, this should be programming computer. This report is being submitted to correct this information.

Event description:
The software flashcard and handheld device (hhd) were returned on (B)(4) 2013 and underwent analysis. An analysis was performed on the returned handheld. During the analysis it was identified that the sync cable connector on the bottom of the handheld was no longer soldered onto the main pcb. Because of the anomaly, the handheld was unable to receive power from the ac adapter. The cause for connector anomaly is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. Also during the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.